Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the patient slipped through the siderails. There was patient involvement in both events; in 1 event there were no consequences or impacts to the patient and in 1 event the patient sustained a bruise.